Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. As the 10.0mm x 30mm x 75cm express ld iliac / biliary stent was advanced to through a 7fr unspecified sheath, it was noted that the stent was kinked. The device was removed and the procedure was completed using an 8mm in diameter express ld iliac / biliary stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).